Event description:
It was reported that the subject device had an incorrect reprocessing. The issue was found after the procedure (upon completion of the procedure). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to correct b5 and h5 of the initial medwatch report. The information in these fields was inadvertently omitted from the initial medwatch report. The device was reprocessed, however, the customer did report a positive culture after reprocessing. Please see b5 and h6 for the updated information.

Event description:
It was reported that, during reprocessing, the flex video scope tested positive for 10-100 cfu of escherichia coli and extended spectrum beta-lactamase enzyme on (B)(6) 2024. The device was sent for testing on november 21, 2024 where <10 cfu of escherichia coli was found. The device was sent for testing on november 26, 2024 where the suction port to the suction connector had <10 cfu of escherichia coli , <10 cfu of p. Aeurginosa, <10 enterococcus gallinarum, and <10 cfu bacillus cereus and the distal end had <10 cfu of escherichia coli and <10 cfu of e. Gallinarum. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Updated: d9, h3, h4. This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date:(B)(6) 2024. Sampling from:endoscope rinsing and brushing. Cfu:10-100cfu. Bacterial identification: escherichia coli, enterococcus gallinarum. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received.